Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the fraction of inspired oxygen (fio2) control knob to be contacting the faceplate. Immediately, a "gas system: knob adjust only" message was displayed. Calibration was initiated and failed. Adjustment of the fio2 knob made the electronic patient gas system (epgs) perform as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The epgs was replaced. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) calibrated successfully, but then the central control monitor (ccm) displayed a "manual control use only" message. As a result, the epgs had to be manually controlled. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.